Event description:
The customer received questionable results for ion selective electrode (ise) sodium (na), ise potassium (k) and ise chloride (cl) on 53 samples. Of the data provided, 9 samples had erroneous na results, and 1 sample had erroneous na and k results. The customer indicated they have had issues with erratic ise results, specifically na and cl since they went live on (B)(6) 2013. The customer has been repeating all ise results, sometimes on all four cobas 6000 c501 instruments and their blood gas analyzer. The field application specialist had spoken with the customer regarding ise reagent handling as well as calibrator and qc handling. He has continued to work with the customer providing additional training where needed. The customer could not specify which analyzers generated which results for all of the data that was provided. Further clarification on this point was requested, but the customer refused to provide additional clarification. For erroneous results, please see the attachment to the medwatch. The customer was able to indicate the result they deemed to be correct for 2 samples. The customer refused to clarify which results they deemed correct and which results were reported outside of the laboratory for the additional data. The customer did indicate that a patient had IV fluids administered based on a falsely low na result. However, the customer refused to provide any additional information regarding the current condition of the patient that received the IV. It is unknown if the patient was adversely affected. The lot numbers and expiration dates for the na, and k electrodes in use were requested, but were not provided by the customer. The field service representative found salt contamination on the ise reference cartridge and surrounding acrylic. He cleaned the salt out of the cartridge area. He performed calibration, qc and a precision test, which all had excellent results. The instrument was operational.

Manufacturer narrative:
The investigation determined that the root cause of the difference in results from the c501 and the blood gas instrument is due to the different standardization of the instrumentation. The blood gas uses a direct method and the cobas 6000 c501 uses an indirect method. The investigation determined the root cause of the erroneous results between the 4 c501 analyzers as the customer refused to provide additional information for further investigation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).